Event description:
As reported, when using an 8mm x 100mm smart radianz self-expanding stent (ses) delivery system, the stent edge could be deployed but the stent could not be deployed. The device was replaced with a new, unknown smart control ses to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat an iliac lesion. Additional information was requested but was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, when using an 8mm x 100mm smart radianz self-expanding stent (ses) delivery system, the stent edge could be deployed but the stent could not be deployed. The device was replaced with a new, unknown smart control ses to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat an iliac lesion. Additional information was requested but was not provided. The device was not returned for evaluation. The reported event of ¿stent delivery system (sds)- deployment difficulty-partial deployment¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to issue experienced by the customer. However, procedural/handling factors are possible. According to the safety information within the instructions for use (IFU), it warns that ¿the stent is not designed for dragging or repositioning. Once the stent is partially deployed, it cannot be recaptured using the stent delivery system.¿ it also cautions, ¿when catheters are in the body, they should be manipulated using high quality radiographic equipment. Prior to stent deployment, remove all slack from catheter delivery system (see ¿stent deployment/ procedure¿). If resistance is felt when beginning deployment, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using an 8mm x 100mm smart radianz self-expanding stent (ses) delivery system, the stent edge could be deployed but the stent could not be deployed. The device was replaced with a new, unknown smart control ses to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat an iliac lesion. The device will not be returned for evaluation.